Event description:
It was reported that the atrial lead exhibited a loss of sensing. The lead was capped and replaced on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).